Event description:
To surgery at (B)(6) 2020 for repair thoracic aortic aneurysm using medtronic valiant navion thoracic aortic stent graft and percutaneous closure of right common femoral artery with discharge (B)(6) 2020. On (B)(6) 2021, vascular surgery notified pt. Of the recall for the medtronic valiant navion stent that was used during his surgery on (B)(6) 2020 and reviewed there would be low likelihood of any issues and would continue to monitor the stent graft over time. On (B)(6) 2021, presented to ER for abd and chest pain. Was hypertensive. Cta chest/abd/pelvis included new layering high density material within the middle mediastinum, surrounding the anterior wall of the aorta and the esophagus, below the level of the carinal; high density material within a small right pleural effusion, likely represents extravasated blood products, possibly from the aneurysm sac. Transferred and taken to surgery emergently for percutaneous endovascular repair of ruptured descending thoracic aortic aneurysm using medtronic valiant captiva device (38-38-150 proximal and 38-38-150 distal) (surgeon empirically re-lined the prior tevar device getting 1 cm more seal proximally and 2 cm more seal distally with angiogram that showed no evidence of endoleak with excellent position of new stent grafts completely excluding the prior navion device). Concern the aneurysm rupture is related to product defect for the recall of the medtronic valiant navion thoracic aortic stent graft. New layering high density material within the middle mediastinum, surrounding the anterior wall of the aorta and the esophagus, below the level of the carinal; high density material within a small right pleural effusion, likely represents extravasated blood products, possibly from the aneurysm sac. FDA safety report ID# (B)(4).